Event description:
This complaint is now reportable based on the investigation completed on (B)(6), 2009. It was reported that during a percutaneous coronary intervention treatment procedure, a shaft kink occurred. The lesion characteristics were unk. The lesion was dilated with the apex balloon. When the physician attempted to dilate the lesion again by using the apex balloon, he noticed that a shaft kink had occurred. The procedure was completed with another of the same device, no pt complications were reported and the pt condition was reported as "no problems". However, the returned product revealed a hypotube break.

Manufacturer narrative:
The device was received in two sections as a result of a break in the hypotube. The break was located approximately 76.6cm distal to the strain relief. An examination of the break site found that the break occurred as a result of a severe kink that developed in the shaft. It was noted that both sections of the hypotube break were kinked at various locations along their lengths. A severe kink was also present in the midshaft extrusion at the end of the hypotube shaft. An examination of the balloon found that there were traces of solidified contrast media present inside the balloon. The balloon had been inflated. A review of the manufacturing documentation for this batch found that the devices met their material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).